Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed less than 0.5 years remaining. It was noted that few months ago it had two years left on it. The health care professional (hcp) reported that currently the magnet rate was at 90 pulse per minute (ppm). Boston scientific technical service (ts) stated that 90 ppm rate indicates one year or less than two years. An attempt to obtain additional information from the field was unsuccessful. To date, this pacemaker remains in service. No additional adverse patient effects were reported.